Event description:
It was reported that during a laparoscopic sigma procedure, the device did not staple but cut, no further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4). (B)(4). Information is unavailable; device was not returned for evaluation.